Event description:
It was reported during a therapeutic holmium laser enucleation of the prostate (holep) procedure, the distal end of the inner sheath broke off and fell into the patient's bladder. The detached fragment was immediately retrieved. There was no additional anesthesia required due to the event. There was no reported patient harm.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.